Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was heavily calcified, moderately tortuous and 75% stenosed. A 3.5 x 12 nc trek balloon was advanced to the lesion against resistance. During the first inflation the balloon ruptured at about 10 atmospheres. Resistance was noted during removal of the device. The device was replaced with another trek to continue to complete procedure. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.